Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of several surgeons complain about the haptics sticking to the lens after implantation, plus there were complaints about the surface of the intraocular lens (iol). Additional information has been requested, received and stated on one of the operating days, during the implantation of company lenses out of 15 implanted iols, 11 showed adhesion of the posterior haptic to the anterior surface of the iol; among 4 of them, the lens surface exhibited opalescence and roughness, material appeared thicker than regular company model, and the material unfolded at an unusually slow speed. Despite these findings, the post-operative condition and visual parameters of all patients with implanted iols are satisfactory.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only video was returned. The reporting facility did not provide a lot number or any identification of the product. Video review: the provided video shows an intraocular lens (iol) implantation procedure. Only the nozzle portion of the device is visible in the video. The video does not demonstrate the steps related to device preparation. After successfully implanting the iol into the eye, the trailing haptic remains adhered to the optic. Hcp uses additional instrumentation to release the haptic. The root cause for the reported complaint could not be determined. No product was returned for analysis. Only video was returned. Based on our observation of the attached video, one of the haptics becomes adhered to the iol optic following lens implantation. Hcp then uses additional instrumentation to detach the haptic from the optic. Precise adherence to the device preparation and iol implementation, precautions, and directions for use sections in the [company iol with the company automated pre-loaded delivery system product information] document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: improper ophthalmic viscosurgical device (ovd) use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. Incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between 18 degree c (64 degree f) and 23 degree c (73 degree f)) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. Excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).